Manufacturer narrative:
Continuation of d10: product ID 7482a51, serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2025, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the cause of the shocking sensation was attributed it to the high impedance from the extension. The issue was resolved. The information was confirmed by the physician.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding an implantable neurostimulator. It was reported that the rep was in a revision case with a patient who is getting a rechargeable cell ins. Rep stated the patient had a high impedance that was "resolved". The patient had a duckbill extension and high impedances. Replaced old extensions and adaptor and high impedances resolved. Patient said they felt a shocking sensation in her neck around 2 weeks ago and turned off their dbs battery and hasn't turned it back on. The patient was came in for a revision, which was said to be due to high impedances. The impedances were all resolved by replacing the patient's old duckbill extension and adaptor with a new extension. Patient's battery was turned back on and the patient said they were feeling much better post-op.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID: 7482a51 (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2010; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.